Event description:
The account alleged the brakes were not holding. No pt impact.

Manufacturer narrative:
The technician found the brake casters were not engaging because the brake pads were work. The technician replaced the brake casters to resolve the issue.